Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter was displaying inaccurately high readings compared to his feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 7am. The patient reported readings of ¿327 and 380mg/dl¿ were obtained on the lfs meter compared to ¿143mg/dl¿ on a onetouch ultramini meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported using non adjusting insulin to manage his diabetes. The patient reported on (B)(6) 2013 at 8am, he had orange juice and glucose tablets as treatment. The patient reported 1.5 hours later he had symptoms of a low reaction, but did not state what the specific symptoms were. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing and the correct testing process. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because, the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
(B)(4). The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.